Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. An sjm representative met with the patient and confirmed the issue as the patient's scs ipg would not communicate with external devices. The patient stated he had not charged his scs system or had any stimulation therapy for at least three months. Follow up identified the patient had his scs ipg replaced with a new one. Reportedly, stimulation therapy was restored postoperatively.